Manufacturer narrative:
(B)(4). No consequences or impact to patient; an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, a review of manufacturing records, accuracy testing, and a review of labeling. The complaint was for a false positive result (249.33miu/ml) being generated on a patient, when using architect total b-hcg reagent (ln 7k78-20) lot 48919ui00. The customer advised that a second sample analyzed two days later, gave a negative result of less than 1.20miu/ml. Both samples were rerun 6 days after the second sample was taken and both gave negative results of less than 1.20miu/ml. There was no patient sample or product returns available to assist in the investigation. A complaint review was completed and there were no trends identified for this issue. A ticket review was completed for lot number 48919ui00, which found normal complaint activity for this lot. A review of labeling was performed and found that the issue of false positive patient results was adequately addressed through troubleshooting instructions to assist the customer. A review of manufacturing records was completed and no issues were identified. Accuracy testing was completed on a file kit of lot number 48919ui00 and the testing met all acceptance criteria. The investigation found no unusual complaint activity, malfunction or product deficiency associated with architect total b-hcg reagent (ln 7k78-20) lot 48919ui00 and therefore no further action is required.

Event description:
The customer stated that the architect analyzer generated a false positive b-hcg result on one patient. The results provided were: (B)(6) 2015 = 249.33miu/ml(>/=25.00miu/ml=positive) / (B)(6) 2015 = <1.20 / (B)(6) 2015 = <1.20 / retest (B)(6) samples = <1.20miu/ml (<5.00miu/ml=negative). There was no reported impact to patient management. There was no additional patient information provided.